Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 309654 and lot number 9133522. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came in an opened packaging blister and is a 60ml syringe. The scale marking is missing and no other defects or imperfections were observed. It could be possible for this defect to occur if the printing drum pad lost pressure inducing the symptom reported by the customer. The equipment was inspected and was found to be working satisfactorily. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 50ml s/t latex free configure had no scale markings. The following information was provided by the initial reporter: "bd 60ml syringe does not have measurement markings."